Event description:
The customer reported that an 840 ventilator had an erratic gui display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator w/o any negative outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).